Event description:
The pt was implanted with a left ventricular assist device. A nurse from a hospital in (B)(6) reported that the pt presented at the hospital with a completely severed percutaneous lead. The pt was recommended a driveline revision or a pump exchange. Several vad centers were contacted in the area. It was reported that the pt was admitted to another local community hospital without insurance, off all medication for 4 months, and has been unable to care for the percutaneous lead insertion site. The doctor also reported that the pt has many social and psychological problems. (B)(6) hospital planned to try and transport the pt to (B)(6) hospital if weather permitted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.